Event description:
"Pt reports having the pacemaker replaced at the time they worked on his "bad wire." Boston scientific lead capped on the day pacemaker was removed. C.se:(B)(4)/ pe (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).